Event description:
A customer reported that the button for their pump had come off and was missing entirely. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.